Event description:
The prestataire reported that their patient developed contact eczema due to application of the omnipod 5 insulin pod, from the very first days of use. Onset of symptoms in january 2025. Since then, she has been applying medical devices of this type (omnipod 5), which she keeps on for 3 days as indicated, changing the site of application every 3 days. Allergological tests carried out in (B)(6) 2025, showing sensitization to hexanedione diacrylate, butylacrylate and dipropylene glycol diacrylate. Patient's current condition: significant discomfort, pruritus with eczema in relation to insulin pump application. Actions taken in care of patient: duoderm is currently being used as an interface between the pump and the skin improving symptoms for the time being.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.